Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet left atrial appendage occluder was implanted using an amplatzer torqvue 45x45 delivery sheath. During the procedure heparin was administered and the activated clotting time (act) was >400 seconds. While the device was in the patient, it was recaptured once, but never fully retracted into the delivery system. After the device was implanted, a pericardial effusion was discovered via transthoracic echocardiogram (tte). The effusion was both posterior and anterior with buckling of the right atrium and developed into a moderate cardiac tamponade. The patient had heart surgery for a pericardial window to drain the effusion. The patient remained hemodynamically stable throughout the procedure. The patient is currently stable and discharged. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. One video was received from the field, which appeared to show the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the amulet device was believed to have caused the pericardial effusion, which is a possible outcome per the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.